Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for three patient samples tested for multiple assays on the cobas 6000 c (501) module - c501. Of the three samples, one sample had erroneous results for ise indirect na, k for gen.2 (sodium, potassium). The erroneous results were not reported outside of the laboratory. The sample had an initial sodium result of 87 mmol/l, which repeated as 140 mmol/l. The sample had an initial potassium result of 2.58 mmol/l, which repeated as 4.10 mmol/l. The patient was not adversely affected. The sodium and potassium electrode lot numbers and expiration dates were asked for, but not provided. The customer stated that the probe appeared bent. The customer replaced the probe, but stated that they were still having the issue. The field service engineer determined that the sample probe did not spring properly. He replaced the probe, checked the spring tension, and aligned the probe. He ran mechanism checks and controls. Everything passed without errors.

Manufacturer narrative:
The issue was resolved after replacement of the probe.